Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Brain bleed and stroke occurred following 1 week of ablation. Patient survived. It was reported that during the ablation faradrive steerable sheath was selected for use. It has been mentioned that brain bleed and stroke occurred after 1 week of ablation. The patient survived. The cause of the event is unknown. The product is not expected to return as disposed. It was further reported that the patient was discharged from the hospital following the pulsed field ablation (pfa) treatment, before the event occurred.